Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was completed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). As reported, ''a patient with a 26mm sapien 3 ultra resilia valve, implanted in the aortic position for approximately 1 year and 8 months, underwent an explant procedure due to elevated gradients and leaflet calcification.'' In this case, the available information suggests that patient factors (ckd) likely contributed to the event as the patient had renal disease/chronic kidney disease. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Edwards received notification from a field clinical specialist. As reported, a patient with a 26mm sapien 3 ultra resilia valve, implanted in the aortic position for approximately 1 year and 8 months, underwent an explant procedure due to elevated gradients and leaflet calcification. The patient was a renal patient. A mechanical valve was implanted in replacement. The patient tolerated the procedure well. Per the medical records, the patient presented with heart failure and an ejection fraction of 20-25% for explant and surgical avr with a non-ew valve. The thv valve was excised and no visual observations were mentioned in the operative note. Pathology was provided which was both the bioprosthetic and native leaflets mixed in one formalin container. The assessment of the leaflets was pannus/calcification/no inflammation or endocarditis. It is unclear which leaflets are which (bioprosthetic vs. Native) based upon the report.